Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was recently seen in clinic and it was noted that there was intermittent capture and the threshold varied significantly within a single session. The patient was asymptomatic. Under fluoroscopy, externalized conductors were noted. The physician capped and replaced the lead. The patient was stable.